Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the tray is in a new condition, no deviations could be found by visual examination. The investigation was carried out by the q-coordinator of the production plant. The product is according to the specifications valid at the time of production. The tool and the manufacturing parameters have been check successfully. Based on the information available as well as a result of an investigation the root cause of the failure is most probably related to user error. According to the analysis of the q-coordinator, the tray is according to specifications.

Event description:
Country of complaint: (B)(6). It is reported the surgical staff cut their fingers at the sharp edges located on the handle of the tray.